Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested turning on the carbohydrate feature. Customer had elevated blood glucose levels (368 mg/dl). Tandem technical support guided the customer through turned the feature on. Customer delivered a bolus to stabilize blood glucose levels.